Event description:
During an in-clinic follow-up, it was noted that there were episodes of varying pacing impedance on the right atrial (ra) lead. The ra lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of ¿varying lead impedance¿ was not confirmed. As received, a partial lead (only distal portion) was returned in one piece. Unable to perform the impedance test due to the condition of the lead as received. Electrical testing did not find any indication of conductor fractures. High potential test failed due to inner insulation found damaged at the distal region of the lead consistent with procedural damage.